Event description:
A male patient underwent a therapeutic procedure for hemostasis. The resolution clip was utilized to perform hemostasis on a gastric bleed. The resolution clip device did grasp the tissue at the bleed site. The clips would not release from the catheter after grasping the tissue without a great deal of manipulation by the clinician. The clips were successfully deployed in the pt. There was no additional intervention required. The pt di dnot sustain any ill effect or complications as a result of the hemoclip deployment issue. This event is associated with medwatch report #: 6000048-2006-00138